Manufacturer narrative:
Section a4, weight of the initial medwatch report indicates blank. Section a4, weight of the initial medwatch report should indicate 59.

Event description:
A customer contacted physio-control to report that their device would not provide shock to a patient when attempted, during use. In this state, defibrillation therapy would not be available. There was no harm to a patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the therapy connector. The device could not be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted physio-control to report that their device would not provide shock to a patient when attempted, during use. In this state, defibrillation therapy would not be available. There was no harm to a patient as a result of the reported event.